Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed infusion set and cartridge, and successfully resumed insulin delivery. Customer's blood glucose (bg) level was a value displayed as "high' on the continuous glucose monitor; cause was unknown. Bg was addressed via a correction bolus. Reportedly, customer continued to use the pump for insulin therapy.